Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2477-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris smartsite pump infusion set had flow issues. The following information was provided by the initial reporter: rn was completing infusion rate verification during the idc process with primary rn for prbc transfusion when primary rn noted that blood was back flowing into second spike that was clamped while priming tubing, this rn watched the rn confirm the clamp was fully engaged, this rn was also present in the room during tubing priming and observed the clamp being placed. Both rns began the transfusion and watched to see if more blood would back flow into second spike. Blood did continue to back flow. Rn switched blood tubing, moved clamp lower on second spike. Transfusion continued without and further issues. Rn did note that both the first set of tubing that back flowed and second set of tubing that did not have any issues had the same lot number. Product: alaris pump tubing wd #: (B)(4) - tubing blood administration 100in smartsite 15 gtt/ml 180um mfg#: 2477-0007 lot#: n/a patient harm: no harm evident, physical or otherwise.